Event description:
The customer reported that the pacer buttons were not working on this unit.

Manufacturer narrative:
The customer reported that the pacer buttons were not working on this unit. The unit was evaluated by philips, and the reported failure was verified. Replacement of the pacer keypad resolved the reported failure.